Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: olif(oblique lumbar interbody fusion) pre-operative diagnosis: lumbar kyphoscoliosis levels implanted: l1/2,2/3,3/4,4/5 it was reported that intra-op, the joint closest to clamp could not be tightened and cage placement was performed in unstable state. No complications occurred as a result of the event.